Manufacturer narrative:
An experienced breast surgeon was consulted as a clinical expert for the investigation of this event. The clinical expert confirmed our conclusion that there is no reason to believe that the product caused the infection. The most likely cause of the infection is poor blood supply due to earlier cancer treatment/breast surgery. Device discarded at the hospital.

Event description:
The patient had a prior mastectomy and breast implant on the left breast and an augmentation mastopexy and breast implant on the right breast as a result of breast cancer in the left breast. (B)(6) 2016 she had both her former breast implants changed and tigr matrix surgical mesh implanted as reinforcement of soft tissue. The patient developed a wound infection in the left breast and the surgeon decided to change the breast implant and remove tigr matrix (B)(6) 2016. The patient is reported to be in a good condition after the revision.